Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. After receiving this complaint, we searched for other complaint and we didn't find other complaint on the lot number. The expiry date is august 2024. Checking the quality databases revealed a corrective and preventive action. We received 13 sealed samples and 1 used with the balloon burst. Aa61121002 lot number 7029773. After tested the balloons with air and osmosis water. The samples in a simulation bath from february 11 until february 25. At the end of the test, the result does not show any anomalies. The balloon burst issue is known and monitored on a monthly basis. Possible root cause is a weakness area in the silicone material of the balloon.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the catheter balloon bursts and then had to be replaced.